Event description:
Customer reports that, the paramedics were called due to her having low blood symptoms. She states, that her device read 80mg/dl while the paramedic's device read 30mg/dl. She reports, the tests were performed at the same time. Customer did not provide any info about events that led up to this incident. Customer states, that she was given glucose to elevate her blood glucose. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.